Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital reported that the unit was repaired by a third party service organization. Repair information was not provided to ge healthcare.

Event description:
The hospital reported that, during a case, the bellows would not move. There was no reported patient injury.